Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 8.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured at the middle part of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).